Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: "wear and/or deformation of articulating surfaces". Rienstra, w., van der veen, h. C., van den akker scheek, I., & van raay, j. J. (2013). Clinical outcome, survival and polyethylene wear of an uncemented total hip arthroplasty; a 10- to 12-year follow-up study of 81 hips. The journal of arthroplasty, 28, 1362-1366. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "clinical outcome, survival and polyethylene wear of an uncemented total hip arthroplasty; a 10- to 12-year follow-up study of 81 hips". It was identified from the article that one of the revision only involved revision of the polyethylene liner on an unknown date in 2008.